Event description:
During surgery to place a tunneled dialysis catheter, access to the right internal jugular was performed using the micropuncture needle and micropuncture wire. The needle was then exchanged for the micropuncture sheath. At the time the micropuncture sheath was removed, there was a long piece that was missing. The sheath appeared to have torn approximately 2 cm away from the proximal aspect. It was difficult to determine where the piece of the micropuncture was located at. A post-op chest x-ray was done, and the sheath was not visualized. An echocardiogram was later performed and found evidence of a catheter inside the right atrium and right ventricle. Because of the critical condition of the patient, the medical staff determined the risk associated with performing an invasive procedure to remove the broken catheter to be higher than leaving the catheter within the heart. The patient was seen two weeks later and is doing ok. Plan to do a repeat echocardiogram in 3-6 months.